Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative regarding a patient implanted for non-malignant pain. It was reported that the patient had an implantable neurostimulator implanted, with 2 leads placed in their thoracic spine. They stated that the physician had a difficult time deploying the injex anchors that come in the 977a260 lead kit, and had to repeat the deployment several times. It was noted that the physician had to end up placing the lead 1.2-2 vertebral bodies below the intended placement, and was not happy about that. The physician only likes using the titan anchors, which are now obsolete. They stated that the physician has difficulty when it comes to the injex anchors, and for that reason, they only use titan anchors. The physician had tried all 4 injex anchors that came in the lead kit, and was still not successful in the end placement of the lead. It was noted that an explanation of how to deploy the anchor was given to the physician, but still did not work. The physician stated that he is willing to attend a training, or a cadaver lab if need be to understand how to secure the injex anchors, if not he will have to start using another manufacturer. The issue was reported to be resolved at the time of the report. No further complications or patient symptoms were reported.